Event description:
The customer complains about blood leak during treatment. Blood flow rate: 112 ml/min, tmp: 120 mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The investigation is ongoing. The root cause can be determined after finishing the investigation. Gambro does not regard the submission of this report as an admission of liability.